Manufacturer narrative:
Follow-up #1: date of submission 12/11/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 11/30/2015 with the following findings: a review of the pump¿s black box data showed data from the date of the complaint had been overwritten due to continued use of the pump. The returned battery cap secured to the pump and maintained electrical connection. The battery compartment was found to be cracked. There was no evidence of moisture observed inside the battery compartment. The pump current draws were found to be within specifications. The pump was exercised for 24 hours with no power interruptions occurring. The pump case was removed and no intermittent conditions or moisture was found inside the pump or within the power circuit. The complaint of a ¿battery¿ issue was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power issue. It was reported that there were "problems with the battery." There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.